Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to duplicate the user's experience of image loss. The device was tested for several hours using two different light sources and video processors and the image was found to work appropriately. A large leak was noted in the instrument channel due to scrape and tear marks observed at the bending section area. The distal end cover was cracked, and bore nicks and dents. The device was serviced and was returned to the user facility. The exact cause of the user's experience could not be conclusively determined but the physical damage to the insertion channel and potential fluid invasion could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic/therapeutic esophagogastroduodenoscopy (egd) procedure, the video image turned completely black. The pt was reportedly bleeding and had been diagnosed with anemia prior to the procedure. The user facility staff further reported that the bleeding was controlled by performing an argon plasma coagulation and epinephrine was also administered to the pt. The procedure was completed using a different device. There was no pt injury reported.